Event description:
On (B)(6) 2011, the vns patient's caregiver reported that the patient during the patient's battery replacement on (B)(6) 2011, due to end of service, the surgeon noticed that the lead was broken and that there was water in it. The caregiver reported that the surgeon said that this may have caused the generator to short and to stop working effectively. The surgeon then replaced the lead along with the generator. The manufacturer's consultant reported that prior to surgery, she had tried to interrogate the patient's generator, but it was at end of service and therefore could not be interrogated nor could diagnostics be performed. The surgeon reported that no x-rays were taken prior to the patient's surgery. It is unknown if patient manipulation or trauma occurred that is believed to have caused or contributed to the lead fracture and fluid leak. The surgeon reported that the patient's generator was at end of service and therefore could not be interrogated. The surgeon also stated that the patient's family reported that the patient had been complaining of neck pain with stimulation. The generator and lead were returned for product analysis on (B)(6) 2011, that has not yet been completed.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the explanted lead. A hole appeared to have been cut out of the outer silicone tubing. This hole could have provided the leakage path for the fluid leak allegation by the surgeon, but fluid was not present during the product analysis. The hole found on the outer silicone tubing and the incision mark appeared to have been made by a sharp object which could have occurred during the explant procedure, however this cannot be confirmed. An abraded opening of the positive inner tubing was observed near the anchor tether that product analysis discerned could be due to wear. No other obvious anomalies were noted except for the half set of setscrew marks observed near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. However, another set of setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was indeed present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. What appeared to be remnants of dried body fluids were observed inside the inner silicone tubes, in some areas, but there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device. However, product analysis reported that it is possible that the abraded positive inner tubing opening near the anchor tether may have contributed to the painful stimulation allegation.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the explanted generator. Product analysis revealed that the generator was at end of service and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #1 inadvertently did not include product analysis results for the generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.